Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a manufacturer representative reporting that the patient was going to be processed for a replacement and referred to a surgeon but the dates were unknown at this time. The device was still currently implanted and the patient was receiving adequate coverage on the right side. The leads and battery would be replaced with surgical paddle leads and a rechargeable implantable neurostimulator (ins). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6)2011 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported via manufacturer representative that there was no coverage in the left lead. When on, stimulation was in the abdomen and side only. The patient reported this has been an issue for many years. The patient does not remember when coverage changed. The right lead gets good coverage in the middle of back and right back down into the right leg. Impedances are within normal range. The ins voltage was at 2.78. The patient will be referred to a surgeon for replacement of perc leads to surgical paddle and the ins will be replaced for a rechargeable. The indication for implant was spinal pain.